Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges chair caught fire. Dealer claims user is incontinent.

Manufacturer narrative:
The device was returned. The device could not be evaluated due to contamination of urine and feces.

Event description:
Alleges chair caught fire. Dealer claims user is incontinent.